Event description:
The customer stated they blacked out around 6:00pm. They were eating their dinner and tested their blood glucose and received a result of 92mg/dl. The customer tested with a different device less and received a result less than 70mg/dl. The customer was sweating and shaking. The customer ate sweets and drank juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.